Event description:
Pt reported experiencing an error 5 on their ot ultra meter. They did not experience any symptoms of low or high blood sugar. They do not modify their medication according to the meter reading, only after their dr has prescribed the change. They continued to take their insulin and oral medication as usual. They take 36 units of r and 44 units of n in the morning, 16 units of r and 18 units of n in the evening. They also take 500 mg of metformin twice a day. The issue was not resolved with troubleshooting.